Event description:
It was reported that during a ptca procedure to treat in-stent restenosis in the right coronary artery, a pinhole rupture occurred. Dissection was reportedly observed at the distal end of the lesion; this dissection was treated by the deployment of a stent. The pt is reported to be doing well as of the date of this report.